Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker declared end of life (eol) faster than expected. It was reported in (B)(6) 2016, the battery status was good with an estimated longevity of 1.5 years however the device declared eol three months later. Boston scientific technical services (ts) recommended device replacement. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.